Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information from an implant form that this patient's device was electively explanted due to normal battery depletion in (B)(6) 2011. When the chronic right atrial (ra) lead was disconnected and attached to a pacing system analyzer (psa), the measured ra pacing impedance was greater than 2000 ohms. When attached to the replacement device, the measured ra pacing impedance was greater than 2000 ohms. The ra lead was surgically capped and replaced with a competitor device. The explanted device has not been received at boston scientific's return products department for laboratory testing.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (device battery has reached end of life (eol). The local representative was notified of the alert. The latitude data upload was reviewed by the clinic nurse. The device monitoring voltage was 2.55 volts associated with a charge time of 31.5 seconds. The available information suggests that the device remains in-service.